Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: evaluation revealed that the display lens was heavily scratched and was obscuring the screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display lens was heavily scratched and was obstructing the screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.